Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material on the connector. The returned device indicated a damaged grommet. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported to the emergency room experiencing dizziness and low heart rates. Interrogation revealed intermittent loss of capture on the right ventricular (rv) lead. A lead alert for high pacing impedance also appeared to have triggered the day before and unstable thresholds and oversensing were also noted. A lead revision was conducted. The rv lead was disconnected from the implantable pulse generator (ipg) and tested via analyzer. At that time, lead thresholds and impedance were within normal limits. The lead was again inserted into the ipg and high lead impedance was noted. It was unclear if both the ipg and rv lead were exhibiting product performance issues given the inconsistent impedance measurements prior to and during the procedure and the physician chose to replace them both. A new ipg and rv lead were implanted. No further patient complications have been reported as a result of this event.